Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using pod coils and a non-penumbra microcatheter. During the procedure, the pod coil would not take its intended shape within the target vessel. Therefore, the pod coil was removed. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.